Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via medwatch "on january 11th, 2 huber line developed blood leaks at the same position where the tygon line entered the hub connector. Both of these extension sets were sequestered and sent to bme for reporting. Bme made best effort to identify which devices but could not determine lot numbers. Leak test on 1/14/20. Bme connected 30ml syringe to microclave input port on extension line. Extension line clamped 20mm proximal from luer connection. Slight pressure on the syringe plunge caused the tube to leak right where the extension tube entered the bottom of the female luer connector. Closer inspection noted a small mound of adhesive material which was outside of the hub connector strain relieve section." This report addresses the first of two devices.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via medwatch "on (B)(6), 2 huber line developed blood leaks at the same position where the tygon line entered the hub connector. Both of these extension sets were sequestered and sent to bme for reporting. Bme made best effort to identify which devices but could not determine lot numbers. Leak test on (B)(6) 2020. Bme connected 30ml syringe to microclave input port on extension line. Extension line clamped 20mm proximal from luer connection. Slight pressure on the syringe plunge caused the tube to leak right where the extension tube entered the bottom of the female luer connector. Closer inspection noted a small mound of adhesive material which was outside of the hub connector strain relieve section."